Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. The customer stated that she was unsure if the insulin pump was wet. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump has minor scratches on lcd window.